Event description:
The olympus representative reported that the video system center lamp is malfunctioning. The issue was found during preparation for use before a procedure(upper gastrointestinal endoscopy). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the lamp does not light up because the front panel switch does not function. Olympus will continue to monitor field performance for this device.